Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned device in relation to the reported event. Visual inspection of the returned controller revealed contamination within the serial port and b oth power ports. Visual inspection also revealed that the serial port cap was missing. These are additional observations not related to the reported event. The most likely root cause of the observed controller port contamination and missing serial port cap event can be attributed to the handling of the unit. Failure analysis of the returned controller revealed crack damage on the front liquid crystal display (lcd) display. The damage prevented information from being displayed on the controller. Inspection did not reveal any anomalies. After the lcd was replaced, the controller performed as intended. Log file analysis associated with (B)(6)revealed two (2) controller power up events with associated pump start events were logged on 27-feb-2023 at 14:04:03 and 24-mar-2023 at 18:43:15, indicating losses of power to the controller. The data point recorded prior to the first loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 98% relative state of charge (rsoc). The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that the power adapter was connected to power port one (1) and that (B)(6) was connected to power port two (2) with 77% rsoc. The data point recorded after the second loss of power revealed that the power adapter was connected to power port one (1) and that (B)(6) was connected to power port two (2). The controller was without power for 61 seconds and 35 seconds, respectively. No anomalies were observed leading up to the losses of power. Review of the alarm log file associated with (B)(6) then revealed a vad disconnect alarm was logged on 24-mar-2023 at 18:48:58 indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis involving (B)(6)revealed three (3) vad stopped alarms were logged on 24-mar-2023 at 18:55:39, 18:58:14 and 18:58:51, indicating a physical disconnection from the driveline. Alarm log files also revealed (1) vad stopped alarm was logged on 25-mar-2023 at 21:17:10, due to an open phase in the front stator. In addition, one (1) electrical fault alarm was logged on 25-mar-2023 at 21:17:06, indicating an open phase in the front stator, leading the pump to run on the rear stator only. The alarm cleared at 21:17:11. Review of the event log file revealed that prior to the electrical fault event, two (2) reactivation events were logged on 25-mar-2023 at 21:17:02 and 21:17:06 due to an open phase in the front stator. As a result, the reported electrical fault alarm and vad disconnect events was confirmed; however, the reported driveline poor mechanical connection could not be confirmed. The reported controller damage event and losses of power events were confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the reported controller display event may be attributed to improper handling of the device. Based on the risk documentation and available information, a possible root cause of the reported electrical fault alarm and observed reactivation events can be attributed, but not limited, to contamination by foreign material of the pump's driveline connector or a marginal driveline connection. The most likely root cause of the initial vad disconnect alarms on 24-mar-2023 may be attributed to troubleshooting during the reported controller exchange. Based on the available information, the most likely root cause of the vad disconnect alarm on 25-mar-2023 can be attributed to the reported accidental disconnection of the driveline from the controller, as described in the event details. Additional products: (B)(6)¿ controller 2.0 h3: yes h6: img code(s): g0201402, g04020, g02012 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c19, c07, c15, c070603 h6: FDA conclusion code(s): d15, d11 (B)(6)¿ controller 2.0 h3: yes h6: img code(s): g04034 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### This supplemental report is being submitted for an update to b5.desc evt problem, ime, imf codes and the receipt of a maude report. Section f has been updated to reflect that report. Maude database report number: mw5116446 f1 user facility f2 uf/importer report number: f3 user facility name/address: 5601 s. County line rd f4 contact person: jennifer lynam f5 phone number: 630-286-4424 f6 date user facility became aware of the event: f7 type of report: f8 date of this report: 04-may-2023 f9 approximate age of device: f10 event problem codes: f11 report sent to FDA: yes f12 location where event occurred: f13 report sent to manufacturer: f14 manufacturer name and address MFR. Name: medtronic, plc addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014 additional products: d1:controller d4: serial#: con414934 h6: patient ime code(s): e0741 h6: imf code(s): f2306 d1:controller d4: serial#: con415561 d9: yes, return date: 20-april-2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: patient ime code(s): e0741 h6: imf code(s): f2306 investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after the driveline disconnect, the patient went into cardiac arrest, respiratory arrest, and was in acute distress, cardiopulmonary resuscitation (CPR) was performed. It was also reported that the vad was running on two stators with no issues.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system. Controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2021 / serial #: (B)(4). UDI #: (B)(4). Device evaluation anticipated, but not yet begun mfg date: 10-dec-2020. Patient ime code(s): e0602 imf code(s): f1203 img code(s): g04035, g04034 FDA device code(s): a12, a07 FDA method code(s): b21 FDA results code(s): c21 FDA conclusion code(s): d16 heartware ventricular assist system controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 28-feb-2022 / serial #: (B)(4). UDI #: (B)(4). Device evaluation anticipated, but not yet begun mfg date: 09-feb-2021. Patient ime code(s): e0602 imf code(s): f1203 img code(s): g04035 FDA device code(s): a04, a0708 FDA method code(s): b21 FDA results code(s): c21 FDA conclusion code(s). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited alarms, and an unexpected loss of power was noted during log file review. It was also noted there was a crack in the controller screen. The controller was exchanged. However, the driveline was not immediately reconnected to the controller. There were electrical fault alarms on the new controller attributed to the driveline not being fully seated in the controller. It was stated that the nurse unintentionally disconnected the driveline. Ventricular assist device (vad) stops also occurred. One of the vad stops was reported to have resulted in cardiac arrest. The controller and driveline remain in use. No further patient complications have been reported as a result of this event.